Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis in (B)(6) 2014, hypertension, cellulitis, infection mrsa, pre-diabetes, menorrhagia, vaginal bleeding, iron deficiency anemia (due to blood loss), obesity, unspecified, leiomyoma nos and cesarean section. Previously administered products included for birth control: mirena from 2006 to 2010. Concomitant products included bupropion, ibuprofen and pramipexole (pramipexol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adverse reaction ("among other symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6) 2015, supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, adverse reaction and dysmenorrhoea outcome was unknown. The reporter considered adverse reaction, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: the uterus was noted to have what appeared to be an essure which may have migrated into the fundal region. The uterus was noted to be enlarged. Discrepancy about removal: on (B)(6) 2014, undergo a procedure to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes were appropriately blocked by the essure. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: dysmenorrhea." Most recent follow-up information incorporated above includes: on 20-feb-2019: this case is medically confirmed. Reporter information was added. Her demographic was updated. Her historical/concurrent condition was added. Essure indication was amended. Essure removal date was updated. Her concomitant medications were added. Per plaintiff fact sheet event: dysmenorrhea (cramping) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adverse reaction ("among other symptoms"). The patient was treated with surgery (on (B)(6) 2014, she was required to undergo a procedure to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage and adverse reaction outcome was unknown. The reporter considered adverse reaction and genital haemorrhage to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.